Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer were experiencing low blood glucose. Customer blood glucose was 40 mg/dl. Customer was treated with food and glucose tablets low blood glucose. Customer stated that the insulin pump was over delivering due to blood glucose keep going down even delivery was suspended. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. The insulin pump will be returned for the analysis and device will not be returned for the analysis.